Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "ripples" and "rupture in the right breast prosthesis." The device remains implanted.

Event description:
Additional report from the physician "severe pain, progressive, without relief factor", "the prosthesis on the right side was ruptured, almost did not exist on the right side, as if the gel had dissolved by itself, the gel was free in the cavity. " the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., d.4., d.7, g.3, h.4, h.6.